Event description:
On or about (B)(6) 2008 a miniarc single incision sling was implanted in the plaintiff to treat her stress urinary incontinence and/or prolapse. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "developed significant injury, including but not limited to one or more of the following injuries: pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion." It was also alleged that the plaintiff "suffered, will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.